Event description:
During evaluation of a returned homechoice (hc) machine, a failure of the functional returned instrument testing evaluation (rite) occurred; the therapy monitored volume was found to be out of specification. There was no patient involvement as this occurred during testing. No additional information is available.

Manufacturer narrative:
(B)(4). The homechoice (hc) evaluation was completed. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal/external inspections. Rite (returned instrument test evaluation) electrical testing was conducted and the device passed. The device failed rite functional testing as fluid was transferred above the allowable specification range. During the cycler remote toolbox (crt) test a leak was noted in the left disposable. Further inspection of the door assembly identified a cracked door piston on the left disposable. The cause of the rite failure was due to the cracked door piston. The door piston was scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.